Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The device was returned to a service center where it was inspected internally and externally. Evaluation results determined no errors were found. Additionally, the device had no faults and passed all tests. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.